Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 5th november 2015. A visual inspection of the device revealed no apparent defects. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 4th december 2015 and that it had performed to specification up to the 5th november 2017. On the 12th november 2017, the device failed the weekly auto self-test due to a low battery. Information from the history log show a significant decrease in voltage from the previous successful self-test. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt and a flashing red status led. On the 13th november 2017, information from the history log shows an increase in voltage and the device records a successful self-test during a manual power up of ten minute duration. The device continues to record multiple manual power ups, mainly of ten minute duration, up to and including the last log entry prior to receipt at heartsine on the 21st november 2017. Multiple manual power ups of a random nature and mainly of ten minutes duration would suggest the device was switching itself on automatically. The returned pad-pak was inserted into the device. The device successfully passed an auto self-test then passed a self-test during a manual power cycle. During the power up most of the instructional leds remained illuminated, this indicates a fault. A ¿warning memory full¿ message was given at shutdown and the status led continued to flash green. The membrane was removed and upon visual inspection corrosion was observed on multiple tracks of the membrane tail including the on/off button. The corrosion observed would indicate the device had been subject to moisture ingress. Due to evidence of corrosion, the membrane tail was then wiped with an ipa wipe. Wiping the membrane tail removed the corrosion. The membrane was re-installed the current drain of the device was then re-measured as 7.1ua. This is comparable with a known good device. This would confirm a failure of the original membrane due to adverse storage resulting in corrosion on the membrane tail. The corrosion observed on the returned membrane would suggest the device had been subject to adverse storage. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 350p.

Event description:
There was no patient involved. Device displaying switching on automatically symptom.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Device displaying switching on automatically symptom.